Event description:
It was reported that an ilet user experienced hyperglycemia, with a highest glucose of 392 mg/dl and subsequent values trending down, after consuming cookies, juice, and pistachios without a meal announcement. The user and caregiver noted no occlusion alerts, no leaks, no dosing stops, verified drops on tubing, and observed a possible but unconfirmed bubble, while the bionic report showed rapidly rising glucose without a meal announcement. Symptoms included hyperglycemia. Outcomes included continued monitoring and consideration of a supply change if glucose did not continue to decline. Investigation included review of device data and functional checks performed by the user under guidance. Investigation of this case revealed that device function appeared normal, infusion delivery was evident, and the likely cause was a missed meal announcement leading to under-delivery relative to intake. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error due to a missed meal announcement.